Event description:
The plaintiff's attorney alleges that the patient experienced a sudden cardiac event and subsequently expired on the same day as a result of exposure to granuflo and/or naturalyte administered during dialysis treatment.

Manufacturer narrative:
This is one event for the same patient involvling two separate products.